Manufacturer narrative:
The pump, the detached cannula and a portion of the catheter were returned from the customer. The proximal end of the cannula was separated from the pump housing at the hydex ring/pump-housing interface. The pump plug had been severed from the catheter and was not returned. Visual examination of the returned components revealed a significant kink in the steering catheter just proximal to the motor housing. The exterior of the motor and pump housing appeared undamaged. The distal end of the pump housing was deformed at the hydex ring interface, exhibiting a "flattened" non-circular geometry along with a slight indent on one side. The cannula was deformed and the delaminated at the proximal end near the hydex ring and delaminated at the distal end. There was a thrombus attached to the flow straightener on the inside of the pump housing. The mating surfaces of the hydex ring and pump housing were covered with varying amounts of adhesive. The amount of adhesive in the hydex ring interface with the pump housing appeared in the normal range based on a previous survey of other lp 5.0 pumps. A 23f abiomed sheath, normally supplied with the impella rp introducer was used for a femoral insertion of the impella 5.0. The impella 5.0 instructions for use recommends a cut-down insertion into the femoral artery or an axillary insertion using the supplied axillary insertion kit. Because this was a non-standard use of the introducer/pump testing was done to evaluate potential damage to the pump resulting from insertion through the 23f sheath. An impella 5.0 was inserted over a guidewire through a 23 fr sheath through bends of decreasing radii of curvature to simulate any femoral/iliac tortuosity. No damage to the pump or the connection between the cannula and the hydex ring, and the hydex ring and the pump housing was observed. As part of a previous investigation of an impella 5.0 cannula separation, a test was done to evaluate the effect of pump housing deformation on the strength of the bond with the cannula. Six previously used impella 5.0 pumps were tested. Deformation of the bond area appeared to weaken the joint in two of six assemblies tested, allowing the housing and cannula to separate with a small bending force applied to the junction. The relatively small length to diameter ratio of the interface between the cannula and pump housing probably contributed to the separation. The cause of the damage to the catheter and cannula, and the deformation of the cannula-pump housing interface may have been frequent repositioning performed on (B)(6) 2016 because of the patient's very short ascending aortic root, which made achieving and maintaining pump position difficult. At the time it was reported the catheter was kinked at the junction with the motor housing indicating high forces were probably used for repositioning. Deformation of the pump housing probably weakened the cannula-pump bond and when the pump was repositioned on (B)(6) 2016; the additional stress was probably enough to cause the separation of the cannula. In conclusion, the root cause of the deformation of the pump housing caused by manipulation of the catheter on (B)(6) probably weakened the cannula-pump bond and when the pump was repositioned on (B)(6) the additional stress was probably enough to cause the separation of the cannula. A review of the complaint database revealed no other pumps from this manufacturing lot were involved in field failures. Internal reference: (B)(4).

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) male patient presented with and atypical chronic pain. The patient had a long standing history of cardiac artery disease (cad), and had a coronary artery bypass graft:(CABG) "a few years ago." On (B)(6) 2016 the patient had ventricular tachycardia (vt) runs, and then sustained vt earlier that day. The patient was urgently transferred to the cath lab for placement of an impella lpo5.0. During placement of the pump the patient was found to have a very short aortic root that required an intervention/ballooning to ascend through the iliacs. The physician employed an abiomed 23fr peel away sheath system after performing pre-dilation. The physician reported that the biggest problem/issue was the patient's very short ascending aortic root and made positioning a challenge. Achieving "reasonable position" was difficult as the "elbow did not sit well" and the pump was "jumpy" in the ventricle. This resulted in the pump's motor housing/catheter junction becoming kinked as indicated in fluoro images taken during impella placement. The pump was successfully placed and was supporting the patient. Mixed venous labs came back in the 40s, which resulted in the staff opting to place an ECMO in the patient. The patient was taken to the operating room for cannulation, while the impella 5.0 remained in place for left ventricle (lv) venting. On (B)(6) 2016 the patient continued on impella support with a venous access ECMO in place. The patient was being administered nitro and sedation medications, and was reported to have good impella flow down the impella leg and had a warm pink foot. The patient's ECMO side was reported to be cold with no pulse, resulting in cardiac surgery at bedside with a retrograde stick down the leg that was connected to the ECMO. The ECMO cannula was now providing in good perfusion. The patient continued to be successfully supported with the impella lp5.0. On (B)(6) 2016 impella required repositioning, which was done under echo. During the repositioning the impella cannula appeared to become separated from the motor. The patient was taken to the hybrid lab and after over 6 days of successful patient support the cannula was snared out of the lv without further issue. The patient remained on ECMO support. On (B)(6) 2016 patient care was withdrawn and the patient expired. The staff reported that no one at the facility attributied the patient outcome to the issue with this device.